Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) not showing helium on gauges. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields - b4,d9,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions),h10,h11. Corrected fields - d5,e2,e3,g2. A getinge field service engineer (fse) no issues found while investigating this issue. Helium indicator on screen and on cart registered a full tank. No further work needed. Returned to customer for clinical use.